Event description:
The trilogy 100 ventilator was returned to the third-party service center for remediation. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the third-party service center the device failed a test step for (significant event log). Error codes in relation to cell undervoltage and int_li_ion_depleted were observed in the device event log. The technician removed all power from the unit and then reapplied power to resolve the issue. The device was re-work/re-tested, and the device passed all test. Additionally, the device was remediated. The power cord clamp and handle o-ring were missing and replaced, and the enclosure seal kit was damaged and replaced unrelated to the reportable malfunction/issue. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. An attempt to gather additional information will be made. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy 100 ventilator was returned to the third-party service center for remediation. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the third-party service center the device failed a test step for (significant event log). Error codes in relation to cell undervoltage and int_li_ion_depleted were observed in the device event log. The technician removed all power from the unit and then reapplied power to resolve the issue. The device was re-work/re-tested, and the device passed all test. Additionally, the device was remediated. The power cord clamp and handle o-ring were missing and replaced, and the enclosure seal kit was damaged and replaced unrelated to the reportable malfunction/issue. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. An attempt to gather additional information will be made. If any additional information is received, a follow-up report will be filed. New information: during the evaluation of the device at the third-party service center the device failed a test step for (significant event log). Error codes in relation to cell undervoltage and int_li_ion_depleted were observed in the device event log. The technician removed all power from the unit and then reapplied power to resolve the issue. Additionally, the device failed a test step write sensors calibration table due to mis-assembly in the tubing. The tubing was corrected to address the issue. The device was re-work/re-tested, and the device passed all test. Box h coding has been updated. The reported failure of significant event log is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.